Manufacturer narrative:
A2: age at time of event: 18yrs or older. Device evaluated by MFR.: the device was returned for analysis. The device was received with the stent fully mounted on the device. The investigator deployed the stent without experiencing any resistance or issues. No damage or issues were noted with the deployed stent/stent wires. A visual and microscopic examination identified no damage to the stent cups or stent holder that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the delivery system that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent fracture occurred. A 14 x 40mm x 75cm wallstent-uni endoprosthesis drug eluting stent was selected for use for a venous stenting procedure. The stent was introduced through the popliteal vein and advanced to the lesion area in the iliac vein segment. The physician started to deploy the stent, however, it was noticed that there was a lot of resistance and the stent was not able to deploy even 50%. It was removed from the patient's body and it was then noticed that the stent strut was fractured, and the strut was piercing out of the delivery sheath. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. It was further reported that the stent struts were damaged but did not detach or separate.

Manufacturer narrative:
Age at time of event: 18yrs or older.

Event description:
It was reported that stent fracture occurred. A 14 x 40mm x 75cm wallstent-uni endoprosthesis drug eluting stent was selected for use for a venous stenting procedure. The stent was introduced through the popliteal vein and advanced to the lesion area in the iliac vein segment. The physician started to deploy the stent, however, it was noticed that there was a lot of resistance and the stent was not able to deploy even 50%. It was removed from the patient's body and it was then noticed that the stent strut was fractured, and the strut was piercing out of the delivery sheath. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated information: event description, initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone, occupation.

Event description:
It was reported that stent fracture occurred. A 14 x 40mm x 75cm wallstent-uni endoprosthesis drug eluting stent was selected for use for a venous stenting procedure. The stent was introduced through the popliteal vein and advanced to the lesion area in the iliac vein segment. The physician started to deploy the stent, however, it was noticed that there was a lot of resistance and the stent was not able to deploy even 50%. It was removed from the patient's body and it was then noticed that the stent strut was fractured, and the strut was piercing out of the delivery sheath. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. It was further reported that the stent struts were damaged but did not detach or separate.